Event description:
Disposable perforator did not disengag as expected. It appears to be defective. Customer notified co that pt was already deceased when sent to the o.r. Pt information will be released.